Event description:
According to the reporter, pre-operatively, the reload could not loaded. To resolve the issue, a new reload was used. There was no patient involved. Medtronic's evaluation of the device found that on visual inspection the reload was partially fired with the interlock engaged. The investigation detected an unreported condition of a partial fire that has no relationship to the reported condition.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaws were open and the staple pushers were visible at the 4 cm cut line. Functionally, the reload was loaded into a representative instrument and the interlock was overridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected and the reload interlock was tested and found to function properly. It was reported that the device was difficult to load. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device was found to be partially fired. The product analysis noted evidence that the device was not used as intended. This issue can occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. Th e manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If information is provided in the future, a supplemental report will be issued.